Event description:
On (B)(6), 2012, the patient claimed she had elevated blood glucose in the morning, ranging from 365 mg/dl to 587 mg/dl. In addition, the patient complained her animas pump required priming over the past 3-4 months. In each hyperglycemia episode, the patient was able to administered insulin via syringe and the animas insulin pump to abate her elevated blood glucose. During troubleshooting, the animas representative discovered the patient has not been priming the tubing with the amount required to fill the infusion set and have the insulin drip out at the end. Furthermore, the patient reportedly is vision impair and cannot see the drop of insulin when she primes. The use error was resolved with training. This complaint is being reported due to use error and because the patient had elevated blood glucose above 500 mg/dl while on insulin pump therapy.

Manufacturer narrative:
Follow-up ((B)(4) 2012), additional information was added.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4):a review of the black box showed no evidence of loss of prime warnings. During a load step attempt, the pump failed to recognize the cartridge. Additional testing could not be completed due to the inability of the pump to detect the cartridge. Investigation revealed that the force sensor was out of calibration and the force resistance measurement was out of specification. There was evidence of contamination observed on the force sensor plate.